Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump. It was reported that the patient stated the handset was not working. Patient stated when they try to connect to the pump the handset did not find the communicator. Agent had patient toggle off airplane mode, toggle off/on blue tooth and location and power off/on the handset. Patient then tried to connect to the pump and patient was showing the handset was lagging at 90% agent reviewed data and assisted the patient in deleting the data. Patient was able to connect with no lag. Patient would call back if they need further assistance.